Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not charging. The customer's blood glucose level was 72-73 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management. Further information regarding the event was not provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.